Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that they spoke with the patient and walked them using their patient programmer. It was reported that the cause of the patient's sudden pain in their feet and left back was due to an increase in pain (unclear what was meant by this). It was reported that the patient turned their spinal cord stimulation up to resolve the pain. It was indicated that the weight of the patient was not applicable to the event. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient's feet and the left side of their back were hurting. The programmer showed that stimulation was on and set to group b, program 1 at 4.7v. The patient was usually on group b. During the call, it was confirmed that there was only 1 program within group b. The issue started on (B)(6) 2018. No further complications were reported.